Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification due to out of range high pacing lead impedance. Programming changes were made to obtain in-range measurements. The patient will continue to be monitored.